Manufacturer narrative:
The customer was provided with a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was not functioning. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio found that the charge-pak flex cable was disconnected from the analog board at j506 and the power on/off button was dislodged, as well. The charge-pak flex cable was repositioned and reconnected to the analog board to resolve the reported issue. The root cause of the reported issue of the device not powering on when prompted was due to the charge-pak flex cable becoming disconnected. The reason the cable became disconnected cannot be conclusively determined. The device was destructively tested.

Event description:
The customer contacted physio-control to report that their device was not functioning. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.